Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother called in to report that the insulin pump was unable to rewind. The customer's blood glucose level was unknown. The product was not replaced or returned. No further details were provided.